Manufacturer narrative:
Additional information provided in: describe event or problem, device codes.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 12cm x 12mm ipp device with 100ml reservoir was implanted. It was further reported that the ipp was explanted because the patient could not inflated or deflate the device. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 12cm x 12mm ipp device with 100ml reservoir was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.